Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that upper video scope was accidentally aspirated diluted endo fresh a3.8 solution was used directly for patient examination. The issue occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the instruction manual describes that residual disinfectant solution and detergent solution may cause adverse reactions in patients. Therefore, it recommends rinsing all external surfaces and the channels of the endoscope, and the external surfaces of the accessories, and all the piping thoroughly with water to remove residual disinfectant solution following disinfection and detergent solution following cleaning. It is likely the investigated event occurred due to unrecommended handling of the device. However, the subject device was not returned and the root cause could not be identified. Olympus will continue to monitor field performance for this device.